Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead exhibited high impedance measurements. It was impossible to obtain good impedance even after trying multiple sites. The lead was removed and replaced. No patient complications have been reported as a result of this event.